Event description:
"Affera ablation catheter (sphere 9) inserted into body by md; [redacted] from medtronic notified md temp sensing electrode error. Catheter removed new ablation catheter inserted. Same error encountered with new sphere 9. Second ablation catheter removed. Third new ablation sphere 9 catheter inserted."